Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found: read these instructions completely prior to use. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A visual inspection revealed that the needle over mold assembly is missing from device, the deployment knob is in its most proximal position, the suture was returned with no anchors and no knot with the suture. Fraying on suture where suture was cut. The devices needle has been altered from curved manufactured position to a more linear position with a dogleg in needle shaft. A functional evaluation revealed that the depth gauge moves with no hesitation, the deployment knob was resistant at first but with pressure began to work with no hesitation. The actuator did not click upon first deployment push as it slid back down to proximal position. Actuated a second time and actuator clicked and had to be manually moved back to proximal position. Actuated again and the actuator clicked and once again had to be manually moved back to proximal position. Can not test deployment of anchors as they are not in device. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device or accidental deployment. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during surgery, the implants of the fast-fix 360 simultaneously deployed. It is unknown if there was any delay. The procedure was successfully by suturing inside-out using a zone cannula. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Additional information in b5, d4 and h4. Health effect - clinical code, updated.

Event description:
It was reported that during surgery, the implants of the fast-fix 360 simultaneously deployed. Implants were not removed from the patient. It is unknown if there was any delay. The procedure was successfully by suturing inside-out using a zone cannula. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.